Manufacturer narrative:
No device problem occurred.

Event description:
It was reported that the patient was 1.5 hours past the time of when the goal temperature of 36.5 degrees should have been reached, it was reported that the patients temperature was at 36.1 degrees with the water temperature set at 40 degrees. It was reported that blankets were used along with the device to reach the desired patient temperature. The patient was not adversely affected and no clinically relevant delay in treatment was reported.